Event description:
It was reported that during a laparoscopic gastric bypass procedure, after the first firing the gun would not open after surgeon handed it back to scrub nurse (probable accidental lock out) were able to reopen device using knife reverse button. Used for another several firings. Upon inspecting the staple line on the small bowel the doctor thought that the staple line did not look straight and lots of staples in the staple line were at an angle rather than being straight and aligned with the rest of the staples. The operation was carried out with the gun that has been returned. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: blue cartridges were used and have been included with the gun. Were there any malformed staples in the staple line? Yes, as described before. Was the cut line smooth and or straight? Tissue appeared more ragged than normal. Was the tissue thicker than normal? No ¿ primary surgery not revisional. Was the device fired over any clip or staple lines? Not to my knowledge. Was a leak test performed to confirm the anastomosis? Yes, no leak detected.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with nine ecr45b cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.